Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable is not working properly. It was not delivering power. Procedure was completed with the same device. No harm to patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise #: (B)(4). The device was returned to the factory for evaluation on (B)(6) 2022. An investigation was conducted on 06/09/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The extension cable was observed to be intact, with no visual defects. Both the collars were observed to be intact. An electrical evaluation was conducted. A mechanical evaluation was conducted using a reference adaptor, power supply and hemopro 2 device. The cable was able to be connected to the adaptor with no physical or visual difficulties. The reference harvesting device was attached to the cable with no physical or visual difficulties observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro 2 evh tool, reference adapter and reference power supply set at level 3.0. The device did passed the pre-cautery test. The power supply did emit an audible beeping sound and the evh reference tool did produce steam and heat. Based on the returned condition of the device and the results of the evaluation, the reported failure "failure to deliver energy" was not confirmed. A lot history search is not applicable because this is a reusable, OEM device. The c of c is not readily available on-site.

Event description:
N/a.